Event description:
Initial glucose result of 121.6 mg/dl. Same sample repeated recovered 248.7 mg/dl. Same sample repeated again, recovered 242.9 mg/dl. Initial result was not reported. The field service rep determined there was a sampling problem. The instrument was repaired. Performance check tests were performed and within spec.